Manufacturer narrative:
Device was used for treatment, not diagnosis. Cole, p., zlowodzki, m. And kregor, p. (2004). Treatment of proximal tibia fractures using the less invasive stabilization system. J orthop trauma, 18, 528-535. This report is for unknown less invasive stabilization system (liss) construct/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, cole, p. Zlowodzki, m. And kregor, p. (2004). Treatment of proximal tibia fractures using the less invasive stabilization system. J orthop trauma, 18, 528-53. The authors summarized the surgical experience and clinical results of the first 89 fractures of the proximal tibia treated with synthes device, less invasive stabilization system (liss) between november 1998 and december 2002. Four patients died from causes unrelated to the tibial fracture; eight were lost to follow-up. Therefore, seventy five patients (twenty two female and 53 male) with 77 fractures comprised the study group; mean age of patients was 45 years (range, 16-82 years); mean follow-up was 14 months (range, 3-35 months) and included clinical and radiographic assessment. Results included: proximal loss of fixation with subsequent revision (one); nonunion which required autograft and tension band plating (one); deep infection which responded to serial irrigation, debridement and hardware removal (two); joint ankylosis that required quadricepsplasty (two); deep peroneal nerve injury (one); malalignment (13) with revision of fixation in two; and hardware irritation with removal (four). Catastrophic fixation failure and subsequent refixation procedure in six feet seven inch, 410 pounds, mentally retarded male who walked on his leg within two weeks of surgery. Nonunion in a 17 year old male with associated compartment syndrome and complete tibial nerve axonotmesis whose injury never healed. He elected a high below-knee amputation due to painful dystrophic leg and chronically draining pressure ulcers. Four screws in one case that demonstrated cold welding out of 94 liss locking screws in plates. This is report 1 of 4 for (B)(4). This report is for an unknown liss construct and refers to the serious injury of proximal loss of fixation with subsequent revision (one); nonunion which required autograft and tension band plating (one); deep infection which responded to serial irrigation, debridement and hardware removal (two); joint ankylosis that required quadricepsplasty (two); deep peroneal nerve injury (one); malalignment (13) with revision of fixation in two; and hardware irritation with removal (four).